Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shutdown. The customer's blood glucose was 173 mg/dl. The customer was able to power the pump and continued to use the pump for insulin therapy. In addition, it was reported that the pump battery would not charge. The customer plugged the pump into wall adapter and pump began to charged.